Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the patient reported seeing a line in vision. The lens was reported to have a scratch on it and the patient had poor vision. The iol was exchanged approximately three months after the initial implantation. Additional information has been requested.